Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/08/2014 with the following findings: the black box recorded loss of prime with zero force. Force sensor calibration reading was low. No loss of prime during investigation. Opened pump and removed from case. Removed force sensor. There was corrosion on and in force sensor plate. Force sensor resistance reading was 11.5k ohms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed force sensor calibration was low and there was corrosion on and in the force sensor plate. This report is made based on results of investigation completed on 07/08/2014.